Event description:
The device malfunctioned due to a component being loose in the device. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The returned pad device was disassembled for investigation and the memory and history logs were downloaded. Three events are recorded in the memory and they occurred on the (B)(6) 2012. Inside the c161 component was displaced on the printed circuit board. A test pad-pak was inserted and the device powered on with a green led present. The device failed to switch off. The loose component is part of the off circuitry and would explain why the device would not switch off. It is likely the component became displaced over time with excessive pressure being applied to the on/off button. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.